Manufacturer narrative:
Complaint no: (B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown error occurred on the homechoice machine, (details not provided). This occurred after the priming stage of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual and functional inspections were performed. Functional testing performed included clear passage testing, pressure testing and simulated use therapy. The sample analysis determined that the product met specifications and the analysis could not verify the event. Should additional relevant information become available, a supplemental report will be submitted.